Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and no notable events occurred prior to these issues. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump.